Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was also received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 168 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.